Manufacturer narrative:
(B)(4). The device was evaluated at philips and the symptom was verified. The power pca was replaced to resolve the issue.

Event description:
The customer reported getting a defib failure cycle power error 80.